Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the blade on the device was flapping and noisy. Therefore, the reported condition was confirmed. It was further reported that there was some corrosion inside and bearings and o-rings were worn out. The assignable root cause was determined to be due to improper cleaning/care. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the sagittal saw attachment device experienced blade flapping and was noisy. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.